Event description:
Cherry-sized burn blisters on the abdomen, which are filled with liquid. [Burns second degree]. Still had scars from blisters [scar] . Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year old female patient of an unspecified ethnicity. Started to use thermacare heatwrap (thermacare menstrual), (device lot # l30381, expiration date: feb2017). On (B)(6) 2014 for 3 hours for an unspecified indication. The patient medical history included sensitive skin, hypothyroidism and epilepsy. Concomitant medication included levothyroxine sodium (l-thyroxin) 100mg/day for hypothyroidism, ergocalciferol (vitamin d), and valproate sodium (orfiril long) 1200mg/day for epilepsy all started on (B)(6) 2015. The patient experienced cherry-sized burn blisters on the abdomen, which were filled with liquid (B)(6) 2015 with the outcome of not resolved. It was reported she administered thermacare heatwrap according to the advertising and to the package leaflet. The burn blisters appeared suddenly. The patient had still scars from blisters. Furthermore, she had to buy wax-patch, antibiotic ointment, bandages and pain medication. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015 due to the events. The patient reported she had sensitive skin but no skin disorders. No otcs and/or drugs on an herbal basis which caused reactions were administered with thermacare application. Thermacare was applied for the first time, directly on the body (under the slip). Patient used in the past other product for pain treatment without intolerance reactions. Additional information has been requested and will be provided as it becomes available. Follow-up (18dec2015): new information received from the contactable patient included patient data (age), relevant medical history, concomitant medications, product data (device lot #, expiration date, start date and action taken), and reaction data (additional event of scars, onset date of event burn blister, treatment, and outcome). Company clinical evaluation comment based on the information provided, the events burns second degree and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day (B)(6) and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer. A (B)(6) year old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare menstrual), (device lot # l30381, expiration date: feb2017) on (B)(6) 2014 for 3 hours for an unspecified indication. The patient medical history included sensitive skin, hypothyroidism and epilepsy. Concomitant medication included levothyroxine sodium (l-thyroxin) 100mg/day for hypothyroidism, ergocalciferol (vitamin d), and valproate sodium (orfiril long) 1200mg/day for epilepsy all started on (B)(6) 2015. The patient experienced cherry-sized burn blisters on the abdomen, which were filled with liquid (B)(6) 2015 with the outcome of not resolved. It was reported she administered thermacare heatwrap according to the advertising and to the package leaflet. The burn blisters appeared suddenly. The patient had still scars from blisters. Furthermore, she had to buy wax-patch, antibiotic ointment, bandages and pain medication. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2015 due to the events. The patient reported she had sensitive skin but no skin disorders. No otcs and/or drugs on an herbal basis which caused reactions were administered with thermacare application. Thermacare was applied for the first time, directly on the body (under the slip). Patient used in the past other product for pain treatment without intolerance reactions. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2015): new information received from the contactable patient included patient data (age), relevant medical history, concomitant medications, product data (device lot #, expiration date, start date and action taken), and reaction data (additional event of scars, onset date of event burn blister, treatment, and outcome). Follow-up ((B)(6) 2016): new information received from a contactable physician includes: the statement that he cannot fill in the aem form because the patient was not treated by him due to the reported events. The patient only informed him by phone. Company clinical evaluation comment based on the information provided, the events burns second degree and scar as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow-up 10-day EU and 30-day FDA reportability.

Event description:
Cherry-sized burn blisters on the abdomen, which are filled with liquid [burns second degree]. Case description: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age and ethnicity, started to use thermacare heatwrap (thermacare menstrual), from an unspecified date to an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and the patient's concomitant medications were not reported. The patient experienced cherry-sized burn blisters on the abdomen, which were filled with liquid on an unspecified date with outcome of unknown. It was reported she administered thermacare heatwrap according to the advertising and to the package leaflet. The burn blisters appeared suddenly. The action taken in response to the event for thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day (B)(4) and 30-day FDA reportability. Case comment: based on the information provided, the event burns second degree as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day (B)(4) and 30-day FDA reportability.